Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the physician noted an insulation abrasion on the atrial lead. The insulation abrasion was repaired with med-a and a suture sleeve. The lead remained implanted. The patient would be monitored.